Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: visual inspection of the returned product found a plate haptic torn. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens. The lens flipped during insertion into the eye. The lens was removed with no pt injury. The incision was not enlarged and no suture was used. Another same model and size lens was implanted.